Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 305197 and lot number 0143226. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows four packaging blisters with the needle assembly and bottom web. The other photo shows the packaging blister top web. The top web is according to the product specification. Based on the investigation results, the photos received did not show the symptom reported by the customer and an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 bd precisionglide¿ needles were missing the health registration marking on their labels. The following information was provided by the initial reporter, translated from (B)(6) to english: "we have evidenced 4 needles without health registration marking."